Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms we are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose rose to 14.5 mmol/l while wearing the pod between 5 and 24 hours. The patient reported that she felt the cannula insert, however, felt she may have placed the pod on old scar tissue. When removed from the infusion site (abdomen, the pod's cannula was found to be bent. Additionally, the patient reported the pod site was bleeding, red and painful. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site.